Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained in the right femoral artery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified 32mm long with and 2.75mm vessel diameter, >45 and <90, eccentric, de novo left anterior descending artery. The lesion was predilated using a 2.5x15mm balloon catheter. A 32 x 2.75 rebel bms stent was advanced for treatment. However, during procedure the stent was dislodge after pass through the sheath. The device was completely removed from the patient's body with the guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.